Event description:
The customer contacted stryker to report that their device would not complete the boot-up cycle during the initial power. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete the boot-up cycle during the initial power. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party field service representative evaluated the customer's device and was able to verify and duplicate the reported issue. It was determined that the cause of the reported issue was due to a faulty system pcb assembly. The device was beyond its 8-year service life and determined to be unrepairable. The device was scrapped by stryker.